Event description:
Customer reported the system is displaying the incorrect date and time, and there are images missing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and set the correct date and time, and could not reproduce the reported missing images problem. Customer was unable to provide info as to which images were missing. System operates as intended. This MDR is related to ge healthcare.